Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the lens stuck in delivery system or lens did not go through the shutter and so surgeon had to implant another lens. Additional information has been received and stated that there was patient contact, and no patient impact was reported.